Event description:
Info wa received that reported a pt had been hospitalized in 2006 due to hyperglycaemia and high ketones. Reporter states that is looks like the housing on the pump where the battery cap is located is cracked the whole lenght of the pump. The device will be returned for evaluation.